Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty performing an infusion set and cartridge change with a 23-inch teflon 6 mm inset infusion set, including inability to remove the needle guard, unwind the adhesive tape, and cock the inserter, which led to multiple failed insertion attempts and an incorrectly deployed infusion set. No reported adverse clinical effects and blood glucose remained in range. Outcomes included resumption of insulin therapy after reverting to a previously used infusion set model and arrangement for replacement supplies. Investigation included troubleshooting and education provided by support staff. Investigation of this case revealed user difficulty with infusion set deployment and handling of applicator components, consistent with use error related to insertion technique. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues and technique-related use error.